Manufacturer narrative:
The patient had experienced a debonding of restoration after one (1) month of placement; the doctor replaced the restoration for the patient using the same product, without further incident. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluations can be conducted.

Event description:
A doctor reported that restorations had debonded after placement with the simile composite. This is the third of three (3) reports.